Event description:
On 5/20/1998, the facility's operating room supply person informed the manufacturer's (MFR.) Sales rep of the following: the device clotted off after a heparin lock and was not functioning. As a result, the device was explanted. No further details were provided.